Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl, due to not eating. Customer consumed carbohydrates to address bg value. Customer declined further troubleshooting with tandem technical support to resolve the issue.